Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was in the 400 mg/dl range. As occlusion alarms occurred in the past, cause of blockage could not be determined by tandem technical support.